Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to cardiorespiratory arrest. The cause of the peritonitis was unknown. While the patient was hospitalized for another indication, the patient presented with cloudy pd effluent, fever, and bacteremia (further information was unknown), which reportedly prolonged the patient's hospitalization (not further specified). On the same day, the patient began treatment for the peritonitis intraperitoneally with amikacin and cephalothin (doses and frequencies were not reported). Three days later, the antibiotic treatment was changed to meropenem, intravenously (dose and frequency was not reported). Fifteen days after the onset of the peritonitis, the patient's pd effluent remained cloudy so pd therapy was discontinued and one day later, the patient was switched to hemodialysis. Subsequently three days later, the patient passed away while in the hospital due to cardiorespiratory arrest. It was unknown if the patient recovered from the peritonitis prior to death. An autopsy was not performed. No additional information is available.